Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents al the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. One of the two piercing pins of the bifurcated tubing sets were connected to solution containers and being used to irrigate 1000 ml of normal saline via gravity. It was reported that the solution containers were placed into pressure bags and inflated to unspecified pressure settings. After unspecified lengths of time, the customer contact reported unspecified volumes of solutions leaked at the connection of the lower lid and the distal end of the drip chambers of the tubing sets and onto the floor. The tubing sets were replaced and the procedures resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.